Manufacturer narrative:
Product complaint #: (B)(4). The single complaint was reported with multiple events. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide details of specific number of patient events? Address the following questions for each patient event. Do you have a photo? Date of procedure? What date did the reaction occur post op? What prep was used prior to, during or after dermabond or prineo use? How many layers of adhesive were used during application? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Were any patch or sensitivity tests performed? What is the physicians opinion of the contributing factors to the reaction? Patient demographics: initials / ID; age or date of birth; bmi, gender? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? For female patients ask: was the patient exposed to similar products, such as artificial nails? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? What is the current condition of the patient? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a total knee arthroscopy on an unknown date and topical skin adhesive was used. About seven days post op the physicians assistant noticed redness. The patient was given steroid shot to treat the redness. There are no samples to return. Additional information has been requested.